Event description:
Boston scientific received information that the patient implanted with this product developed endocarditis and an infection. This product was part of a system explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.